Event description:
Title: perianal fistulodesis ¿ a pilot study of a novel minimally invasive surgical and medical approach for closure of perianal fistulae. Patients were recruited between june 2017 and november 2018. Overall, 20 patients were finally included into the study and treated with fistulodesis (17 non-ibd and 3 cd patients. Study cohort comprised a mixed population of male and female patients with mild to moderate fistula disease (range of pdai 3-14). Surgical closure of both fistula openings was achieved by a z suture with multifilament absorbable suture material (vicryl 3-0; ethicon). Before completely closing the outer fistula opening the fistula tract was adhered with fibrin glue (evicel®). Reported complications included fistula recurrence(n=14), secretion (n=1). In conclusion study suggests fistulodesis to be a minimally invasive method with a low risk for complications but modest overall success rates.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: world j gastrointest surg 2021 february 27; 13(2): 187-197 doi: 10.4240/wjgs.v13.i2.187.